Event description:
It was reported by a neurologist that a vns patient passed away on (B)(6) 2010. The treating neurologist; however, did not know the cause of death and its relation to vns device. Funeral home indicated that vns device was buried with the deceased. Good faith attempts to obtain more info regarding pt's info by obtaining death certificate have been unsuccessful to date.